Manufacturer narrative:
See MDR 1920664-2007-01003 for intraocular lens used with this delivery device.

Event description:
The haptic lens was found kinked when ejected from the delivery device into the patient's eye. The lens was removed and replaced.